Manufacturer narrative:
A medtronic representative, following-up at the site, reported testing the navigation system two times with two separate resin head demo heads and equipment trays. Accuracy confirmed when using pointmerge registration. Inaccuracy was observed when using tracer registration. Further testing done removing all metal from the field. Inaccuracy appears to be in posterior and superior directions. Site deleted patient exams from navigation system, software analysis cannot be performed. 09/11/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that a probably cause was unable to be determined without further information since the behavior could not be replicated.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess) the surgeon alleged a 2-3cm inaccuracy in the posterior direction. The surgeon was in the sinus, confirmed with endoscope, however, navigation was showing posterior in the brain. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.